Event description:
Reporter alleged there was melting in the area of the contacts of the blood glucose monitoring device. Reporter stated device was cleaned with a damp cloth. No other information was provided on the alleged incident.